Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported an infection was discovered at the pocket site. Reportedly, the patient was treated with oral antibiotics. Subsequently, surgical intervention was undertaken during which time the entire scs system was explanted. The issue is resolved.